Manufacturer narrative:
The anesthesia workstation (hereafter named system) was tested on-site after the event. System checkout passed without deviations and no parts were replaced or returned. Additional information from the user facility regarding the emergency ventilation states that they are unsure if the emergency ventilation at all was turned on, and if it was, it was after the shutdown. The test log shows that system checkout prior to and after the event were successful. There is no technical error logged at the time of the event. The event log shows that the case was started on (B)(6)2020 at 09:24 and was ongoing until 11:46. During the case, ventilation mode was switched between manual and automatic ventilation a few times. At 11:40, the ventilation mode was set to manual ventilation until the system was shutdown at 11:46. The shutdown is logged as a normal shutdown performed by the user. The system was started again after 8 seconds and a system checkout was performed. The time from shutdown to startup is short and it is unlikely that the emergency ventilation was turned on during this time. There is no other shutdown during the treatment in the log. A normal shutdown around the time of the event can be confirmed, however there is no indication of a technical failure during the time of the event. The conclusion is that the emergency ventilation was not started by the user, i.e. The there was no failure with the emergency ventilation. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference #: 320356.

Event description:
It was reported that during patient treatment, at the end of operation, the anesthesia workstation shutdown. The user could not get the emergency ventilation to work. The patient was manually ventilated. There was no patient harm. Manufacturer's reference #: (B)(4).